Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of chronic kidney disease/dialysis, hyperlipidemia and diabetes mellitus. H11: corrective data: section b3: date of event was incorrectly entered as 02-may-2023 in the initial medwatch# 31068. Based on the information obtained in implant patient registry, section b3 has been updated with the correct event date of 26-apr-2023. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a model 7300tfx 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 7 years due to stenosis. The patient presented with heart failure and shortness of breath. A 9750tfx 26mm transcatheter valve was implanted and patient was stable at the end of the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 7300tfx 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 7 years due to stenosis. A 9750tfx 26mm transcatheter valve was implanted.